Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned and images were not provided. The complaint investigation is inconclusive for the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility was able to provide new patient and procedural information, which was updated in the appropriate sections.

Event description:
It was reported the filter partially deployed, after several unsuccessful attempts to complete the deployment a snare device was used via jugular access to capture the filter. The femoral deployment system was held in place as the snare pulled the filter out of the deployment sheath to complete the deployment. There is no reported patient injury.